Event description:
(B)(4). Since the procedure I have had a constant pain in my lower left side around the area of my fallopian tube. I have also dealt with hot flashes, migraines, and constant fatigue. I have also since been placed on zoloft for anxiety.